Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No excessive "no delivery" error alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Drive support cap was inspected and no crack drive support cap noted. Unit had cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 10 pm with a high blood glucose level of 600 mg/dl. The customer felt symptoms of nausea, vomiting, fatigue, blurred vision, polydipsia, and confusion. The customer did not mention any form of treatment for their blood glucose levels. The customer report that the drive support cap was damaged and cracked. The customer sent the product back for analysis.